Event description:
Ambu bag with attached mask was used on patient for respiratory support. The certified registered nurse anesthetist (crna) noted a tear in the seal of the mask. The tear in the mask prevented administration of adequate bag-mask ventilation.